Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had no bad battery alarms. The pump had cracked reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer ate ice cream and knew that he would be high. They were able to rewind the pump but the motor error alarm came up when he tried to bolus. The following alarms were noted in the history: bad battery and motor error. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.